Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has had high thresholds. A device check noted the lead exhibited t-wave oversensing (twos). It was additionally reported the right atrial (ra) lead had both atrial undersensing and far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.